Event description:
Same case as 2134265-2008-04777, 2134265-2008-04778 and 2134265-2008-04779. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 100% stenosed lesion (a previously implanted non bsc stent) was located in the calcified and moderately tortuous mid right coronary artery (rca). The lesion was pre-dilated, unk type balloon. A taxus express2 3.0x20mm drug eluting stent was implanted in the distal rca. A taxus express2 3.0x16mm drug eluting stent was implanted in the proximal portion of the 3.0x20mm taxus stent, overlapping. The procedure was completed without any problems. Timi iii flow was achieved. The pt was taking panaldine and aspirin at the time of this event. Two days post implantation, the pt developed chest pain and angiography confirmed that there was still a restenosis present. The remaining stenosis was pre-dilated, unk type and size balloon. A taxus express2 3.5x16mm drug eluting stent was then implanted at 16 atms in the rca at the proximal portion of the previously placed 3.0x16mm stent, overlapping. A taxus express2 3.0x24mm drug eluting stent was implanted at 16 atms in the distal portion of the previously implanted 3.0x20mm taxus stent, overlapping. The stents were post dilated, unk type and size balloon. Timi iii flow was achieved. Medications were changed to anplag, pletaal and aspirin. Two days post reintervention the pt experienced chest pain again and angiography confirmed a thrombotic occlusion in the proximal portion of the 3.5x16mm taxus stent. The mid rca was pre-dilated with a 3.5x30mm non bsc balloon and a 3.5x15mm non bsc balloon. Blood flow improved, however, a dissection was noted at the ostium of the proximal rca. A 4.0x12mm liberte' bare metal stent was implanted to treat the dissection. Timi iii flow was achieved. Pt status post procedure is noted as good. No additional complications were reported. The pt is currently prescribed anplag, pletaal, and aspirin.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation for this batch found that the device met its material, assembly and product specs at the time of release to distribution. The most probable root cause is determined to be anticipated procedural complication.